Event description:
It was reported that the bd ultra-fine¿ original pen needle experienced a patient end cannula that was too long. The following information was provided by the initial reporter: consumer mentioned that she did not like using the original pen needles because the needle is too long and they hurt when taking injection.

Manufacturer narrative:
H6: investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ original pen needle experienced a patient end cannula that was too long. The following information was provided by the initial reporter: consumer mentioned that she did not like using the original pen needles because the needle is too long and they hurt when taking injection.